Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Surgeon was attempting to pass a femur registration. Registration was 0.9, points on the distal lateral side were proud and points on the distal medial side were shallow. I checked correct patient, correct side, CT landmarks, segmentation, and checkpoints. I moved the hip center CT landmark and had the surgeon retake the hip center. The surgeon also suggested an appropriate hip center CT landmark, however neither helped our registration. I called customer support, they had me check all the above. Support had me switch out the blue probe because the initial probe check was .9, the surgeon again redid registration however the registration went from .9 to 1.0. All the vizadisc were checked and seated properly. I performed a probe check post case and was able to pass it with a .4. I inspected camera head and both were clean. Tka procedure delayed approximately 20 minutes. ***additional information*** patient was under anesthesia during the reported delay and the procedure was completed manually. Post case: I simulated a case with a saw bone using the demo mode. Registration was passed with a .4.

Manufacturer narrative:
Reported event: an event regarding failed femoral registration involving 3.0 rio robotic arm - mics, catalog: 209999 was reported. Method & results: -device history review: a review of the DHR associated with rio 136 found the pt review successfully passed, all associated nprs have been closed. -complaint history: based on the device identification (pn (B)(4)) the complaint databases were reviewed from 2015 to present for similar reported events regarding failed femur registration. There were other reported events ((B)(4)). Conclusion: the session data from the case was reviewed. The differences between CT and patient hip center captures, is evidence that the patient moved during kinematic capture of the hip center and likely the cause of less than optimal bone registration. The mako system performed within its specification.

Event description:
Surgeon was attempting to pass a femur registration. Registration was 0.9, points on the distal lateral side were proud and points on the distal medial side were shallow. I checked correct patient, correct side, CT landmarks, segmentation, and checkpoints. I moved the hip center CT landmark and had the surgeon retake the hip center. The surgeon also suggested an appropriate hip center CT landmark, however neither helped our registration. I called customer support, they had me check all the above. Support had me switch out the blue probe because the initial probe check was .9, the surgeon again redid registration however the registration went from .9 to 1.0. All the vizadisc were checked and seated properly. I performed a probe check post case and was able to pass it with a .4. I inspected camera head and both were clean. Tka procedure delayed approximately 20 minutes. ***additional information*** patient was under anesthesia during the reported delay and the procedure was completed manually. Post case: I simulated a case with a saw bone using the demo mode. Registration was passed with a .4. S:\complaints\4-4-18_jenkins_longview regional_failed registration\logs_04042018_092626.zip